Manufacturer narrative:
On 10/24/2018, mentor received additional information: right breast pain and bilateral lateralization of implants was indicated. The left prosthesis was an unknown mentor saline. The patient underwent left lateral capsulopexy and superomedial capsulotomy, and bilateral removal and replacement with mentor smooth round moderate profile 275cc saline prostheses (filled to 300cc) on 8/31/2018; catalog # 3501640, s/ns (B)(4) (l) and (B)(4) (r). The right breast implant was deflated upon explantation. No complications were noted and the patient was transferred to the recovery room in good condition. This report is for the right breast prosthesis. See manufacturer report number 1645337-2018-06920 for the contralateral prosthesis. As a result, the device evaluation was updated: most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on 5/17/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 275cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
On 6/26/2018, mentor received additional information: (B)(4).

Manufacturer narrative:
On 9/27/2018, mentor received additional information: explantation date: (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/7/2018. Device evaluation summary: the device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed creases on both views. A rent was discovered within a crease on the posterior view measuring approximately 0.4 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. The device history record (DHR) for the lot number 6823940 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).